Event description:
The lay user / patient called lifescan (lfs) in 2006, and alleged that the display on the patient's meter was cracked after it fell off the counter. The medical affairs specialist listened to the recorded call between the lfs customers service representative and a letter was mailed on october 10, 2006, since the user could not be reached by telephone for further clarification. The patient reported that one day before, the patient's meter fell off his kitchen counter and the display cracked. That same day, the patient began experiencing symptoms of thirst and his "tongue was swelling". The paramedics were called and they took the patient to the emergency room, where his blood glucose was tested; the blood glucose results was over 400 mg/dl. He was treated with IV fluids. The patient made a comment that he may have been having a reaction to his new medications. It would have been helpful to know his diabetes treatment regimen. It would have been helpful to know when he last tested on his meter, what the result was, how he treated for that result, and when his symptoms began. The meter issue was not resolved. This complaint is being reported, as the patient was unable to test on his meter due to the cracked display and at a later time had symptoms and was found to be hyperglycemic. It is not clear his symptoms were necessarily related to being hyperglycemic as "tongue swelling" may be more related to an allergic reaction. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.